Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited no disposable pump won't run alarm. It was also reported that air was present. No patient consequences were reported. No adverse effects were reported.